Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was unable to be duplicated. The unit was inspected, test and passed all functional tests and 2 hours burn-in test. It was discovered, the housing had multiple minor scratches. The fault log showed 300 ref 14, accessory error four times, excessive rf output current. This is often caused by metallic objects in the vicinity of the electrode tip causing a short or a faulty electrode or cable. It also showed 300 ref 21, five times, persistent over voltage or current error. This is often caused by metallic objects in the vicinity of the electrode tip causing a short or a faulty electrode or cable. Poor operating technique and saline temperature can cause this error as well. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gyrus, pk-sp generator had an output shortage during an unknown therapeutic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.